Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges black filters. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the first attempt to have the device and components evaluated, the customer responded but the device has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed.